Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. In addition, no imagery was provided for evaluation. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are an anticipated risk of the transcatheter heart valve procedure, additional assessment of the adverse events is not required at this time. In this case, the increased gradients and paravalvular leak (pvl) that resulted in a valve in valve procedure being performed were unable to be confirmed. A review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the events. A review of the IFU/training materials revealed no deficiencies. An in-depth evaluation regarding the event for increased gradients on the sapien 3 valve has been documented in a technical summary written by edwards lifesciences. Bioprosthetic and mechanical prosthesis obstruction is established by the presence of an abnormally high gradient across the prosthesis, reduced leaflet motion, and/or the presence of soft tissue mass within the orifices of the prosthesis (e.g., vegetations, thrombus, pannus, calcification). Many factors contribute to the onset and progression of stenosis. These include patient factors (age, disease state, patient comorbidities, pharmacological intervention, bmi (body mass index), tobacco use etc.) And mechanical stress related to the valve's hemodynamic performance. Analysis of previous events indicates that the more likely root causes were related to patient factors and/or procedural factors. There was no evidence of device malfunction resulting in the valve failure. As reported, "the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to paravalvular leak (pvl) and stenosis" and "a transthoracic echocardiogram (tee) had been performed which demonstrated the gradient was 70 mmhg." Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, the patient "demonstrated the gradient was 70 mmhg". Although a definitive root cause was unable to be determined at this time, patient factors and/or procedural factors not provided may have caused or contributed to this event. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. The cause of the pvl was not able to be determined at this time, but the event could be related to the mechanisms described above. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted to include additional information. The following section of this report has been updated: h10 (provide narrative/data). This is one of two manufacturer reports being submitted for this case. Please reference manufacturer report number 2015691-2024-03482 for details of the other event. The investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 4 years 10 months post transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23 mm sapien 3 valve, the patient underwent a valve in valve procedure with a 23 mm sapien 3 ultra resilia valve due to paravalvular leak (pvl) and stenosis. An aortic valve area (ava) was not provided, but a transthoracic echocardiogram (tee) had been performed which demonstrated the gradient was 70 mmhg and there were multiple pvl jets observed via an aortic root injection. The patient was noted with symptoms of shortness of breath (sob) and syncope.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.